Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 7130596 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-1416 serial number: (B)(6). Batch/lot number: 219071 model/catalog description: wavewriter alpha prime 16 ipg kit unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318 batch/lot number: 31230177 model/catalog description: clik x anchor sterile kit unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced an inadequate stimulation due to lead migration that was confirmed via x-ray. All components were explanted and will not be returned per hospital policy. The patient was doing well postoperatively.